Event description:
The patient had severe itching, irritability, and agitation. During surgery it was determined that the catheter had a break in the proximal/pump segment. The pump and catheter were replaced. The patient status was reported as ¿alive-no injury¿. The patient recovered without permanent impairment. The device system was delivering baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter revealed sc connector coring-tears-cuts in seal. (B)(4).